Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap pro device's sound abatement foam. The patient has alleged lung disease. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 08/07/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap pro device's sound abatement foam. The patient has alleged lung disease. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation pil observed the following from an external and internal inspection a slight dust like contaminate on the ui (user interface) panel, keypad, blower motor, blower box, rear panel, and the bottom enclosure. The device was missing the 2 screws that secure the upper and lower enclosures along with the accessory module and sd cover flip doors. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. There was a total of 1 error logged. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 v.01. Pil is unable to directly address the symptom specified. Box h was updated in this report.